Event description:
The complaint is reported as: the plastic connector swivel on both units is leaking. No pt injury was reported.

Manufacturer narrative:
(B)(4). A device history report (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for eval; however, the investigation report was not complete at the time of this report. A follow-up report will be submitted with investigation results.